Event description:
It was reported that the patient was in a bad accident on (B)(6) 2014 and they had an MRI done the same day she was in the ICU. It was thought that the hospital did a full body MRI and did not have her patient programmer with her to turn off the device. The patient ¿was out¿ and was not able to charge the implantable neurostimulator (ins) with the recharger, this started two weeks after the accident. It connected but it took a long time to recharge. The patient had to use the patient programmer to connect with the ins and was getting poor communication with and without antenna. It was noted that the night before the report the patient was trying to recharger and could not get to the top it took her a very long time to get it to connect with the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on february 24th 2015 indicating that the patient had received assistance from their doctor or manufacturer representative on february 19th 2015 and their concerns were lessened and received immediate relief. The patient was still having concerns regarding their device or therapy but was working with their physician or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).